Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed the battery gauge fluctuating unexpectedly. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy.